Event description:
This pt and 15 subsequent pts developed klebsiella pneumoniae infections after having undergone endoscopic retrograde cholangiopancreatogram (ercp) procedures. The problem was thought to be related to difficulty in reliably cleaning and disinfecting the mechanically complex 'elevator' at the distal end of the endoscope. In response, the method of reprocessing was changed from automated high-level disinfection (hld) to gas sterilization. In addition, all staff was re-trained in scope pre-cleaning, cleaning, and high-level disinfection. The re-training and hdl was assessed by obtaining brush specimens of the elevator after hld of 10 ercp scopes that had been used on pts with known infection of the biliary tract. All of these cultures were negative.